Manufacturer narrative:
The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
Case severity has been updated from serious injury to malfunction.

Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed hardware low level failure alarm during the self test and hardware low level failure alarm is found in the downloaded history file due to broken trace at pin 6 u1 on the keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had a hardware low level failure as well as beep anomaly. Customer blood glucose was 116 mg/dl. Customer stated that the insulin pump was able to rewind the insulin pump. Customer stated that the insulin pump passed the self-test. The product will return for the analysis.